Event description:
6 implants were placed 4/29/97 (4 in the maxilla, 2 in the mandible). All were uncovered 8/27/97. Approx 3 weeks later, restoring dentist removed all 4 implants from the maxilla when the healing abutments were removed. He then replaced all 4 implants and sent pt to oral surgeon. As of 11/13/97, 2 of the 4 implants seemed to be integrating and were left in place. 2 had not integrated and were removed. Pt is a type ii diabetic (diet controlled, no meds). One person affected.